Event description:
A report was received that the patients ipg would not sit flat in the pocket. It was noted that the patient would catch the ipg on chairs when sitting. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.